Event description:
It was reported the procedure was being performed on a female patient in labor <(>&<)> delivery. The physician made two attempts in using two kits to deliver analgesia and both were ineffective. As a result, the physician went to the hospital pharmacy for the drug and completed the procedure successfully. There was a delay in treatment with no patient harm and no patient death or complications reported. See MDR 1036844-2013-00400 for the second kit with the same issue.

Manufacturer narrative:
(B)(4). The device will not be returned.